Event description:
A journal article was retrieved from the bone & joint journal (2021) that reported a data collection from the danish shoulder arthroplasty registry that looked at the outcomes from hemiarthroplasty shoulders. The purpose of the study was to report the patient-reported outcomes ten years after hemiarthroplasty for acute proximal humeral fractures. The study collected data on 1,359 patients with 1,371 fractures treated with a hemiarthroplasty from 2006-2010; of the remaining living population after expiration exclusion, 549 proximal humeral fractures in 546 patients were available to review for the study¿s 10-year follow up. Patients retained through follow up and reviewed in the article received the following implants: bigliani flatow (zimmer biomet) in 242 shoulders, global fx (depuy synthes) in 139 shoulders, neer 3 (smith & nephew) in 56 shoulders, "others" in 103 shoulders, and unknown manufacturer in 9 shoulders. The study population had a mean age of 67 years at time of surgery (range 24-90 years). Of the studied population, 445 were female and 104 were male. Follow-up was conducted through mailed questionnaires at 9 to 14 years after their primary arthroplasty. Complaint 1: the study reported 14 patients were revised due to unknown reasons. Journal citation: bone joint j 2021;103-b(6):1063¿1069.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Event description:
No further event information available at the time of this report.